Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist stated patient was seen for recall exam. Patient informed dentist, I have those byte aligners and my bite feels messed up now. Extra and introral soft tissue exam and clinical exam performed. Referrals: os consult #17, dentigerous cyst present, and #2 partial impaction. Both close to ian and spanning jaw. Discussed consult with oms to address wisdom teeth, recommended treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.